Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user attempted to insert an inset infusion set but forgot to remove the needle guard, resulting in an incorrectly deployed infusion set that was not delivering insulin. Symptoms included no reported adverse clinical effects and no impact to blood glucose. Outcomes included successful resolution after guided troubleshooting and education, including changing the infusion set and confirming proper connection. Investigation included user interview and step-by-step retraining on correct infusion set deployment and supply change. Investigation of this case revealed user error related to infusion set deployment and connection technique. It was concluded, based on previously established findings for similar reports, that the cause was user error.